Event description:
It was reported that the cartridge connector on an ilet pump did not lock fully, which led to the cartridge falling out; the caller initially suspected a pump malfunction, but troubleshooting indicated a connector issue, and the user began using a new connector piece. Customer care provided troubleshooting guidance focused on the cartridge connection and connector engagement. Investigation of this case revealed a probable connector engagement failure at the cartridge-to-pump interface, consistent with an attachment or locking malfunction of the connector component. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no emergency treatment, and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was user interface or handling-related connector disengagement.